Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that there was a difference of 20 to 30 mg/dl between the blood glucose readings obtained on the contour meter and another meter. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the device for evaluation. Since the lot # for the affected test strips was not provided, the in-house testing could not be performed. Therefore, a device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found.